Manufacturer narrative:
(B)(4). Batch #: 115a67. (B)(4) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The cartridge reload was received with the swing tab in the unlocked position, and the proximal 1 driver up and the remaining drivers were down with staples present. In addition, the right gripping surface was damage making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open colectomy, the cartridge could not be loaded into the jaw at the firing of feea. The device was used on the colon. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.